Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient 'bottomed out but his sensor was high' [presumed to mean the patient was hypoglycemic]. At the time of the report on (B)(6) 2022, the patient and caregiver had recently returned from the hospital and the patient¿s cgm displayed 339 mg/dl, but his bg was 291 mg/dl. No information concerning symptoms or treatment administered at the hospital was provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.